Event description:
Peritoneal dialysis (pd) titanium adapter causing hole in the pd catheter and fluid leak. Catheter bent at this titanium connector when secured. This can either be caused by the titanium digging into the pd catheter or pd catheter is getting bent at this area when secured, although, from past incidents, if it because of bending by titanium the tear is usually about 1-2 cm above titanium rather than right at the titanium.